Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, during inflation below the rated burst pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.00mm x 12mm emerge¿ balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a pinhole 2.5mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during inflation below the rated burst pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.00mm x 12mm emerge balloon catheter. No patient complications nor injuries were reported.